Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device [1826m3753r] number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer that during an unknown surgery, it was observed that the seal on the micro tornado hp w handcontrol device fell and it was not possible to put it back on it. It was further reported that the device did not hold the blades. Procedure was completed with the same device. There was no harm to the patient reported. There was no delay reported. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received at the service center and evaluated. It was reported that the seal of the device fell and it was not possible to put it back on it and device did not hold knifes. Per service report, this complaint can be confirmed. Following defects/failures were found during evaluation of the device: - o-ring missing. - keyboard resistance value out of tolerance limits. - corroded motor. - motor cup unstuck. Following measures were taken to bring the device back to functionality: - keyboard replacement. - motor replacement. - body replacement. - maintenance kit replacement. After carrying out the above mentioned repair activities, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the corroded motor. User mishandling and/or lack of maintenance can be the most probable root causes of the missing o-ring and unstuck motor cup. With the available information, we cannot determine the root cause of the defective keyboard. When the components of the device are defective, corroded and loose, the device would not work as expected, therefore are the root causes of the reported problem. A manufacturing record evaluation was performed for the finished device serial number (B)(6), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.